Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating sensor issues. The patient's blood glucose was 10.5 mmol/l at the time of the incident. The customer was assisted removing the serter but the whole sensor came off and the needle hub got stuck in the serter. The customer was sent a replacement sensor.